Event description:
The customer reported to baxter (B)(4) of a clearlink continu-flo soln. Set, 3 luer activated valves in which there was an occlusion in the line when the nurse attempted to connect an extension set to the clearlink at the lowest y-site. The extension set was connected to an unknown syringe pump, and was infusing insulin. The process step was during infusion. A neonatal patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. The customer reports that everything was in working order, IV site was patent, pump was operating appropriately, and the tubing was attached and tightened, but it was not until a one link valve was attached between the clearlink valve and the extension set that the occlusion was relieved. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. The customer reported condition was not confirmed; the root cause could not be identified.

Manufacturer narrative:
(B)(4). The sample is reported to be not available for evaluation. If additional information or samples become available, a follow-up report will be submitted.